Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) experienced signal loss to the ilet while continuing to display readings in the dexcom app, and the user restarted the pairing process after guidance to toggle connections, restart, and re-enter the g7 pairing code. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included technical troubleshooting and user education regarding cgm-to-ilet connectivity and pairing. Investigation of this case revealed a communication or pairing disruption between the cgm and the ilet without an identified failure, which was addressed through re-pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity interruption or environmental interference resolved through standard pairing procedures.